Event description:
It was reported via a call from the rn in cardiology cath lab to the clinical support specialist (css) @ 2013 est that help was required to trouble shoot the fiberoptix sensor (fos) waveform while on a male pt. Indications for use: cardiogenic shock. The intra-aortic balloon (iab) was zeroed prior to insertion (green light bulb present). The iab was inserted through the sheath via femoral without difficulty; no kinks or issues. The message ap (arterial pressure) fos weak signal appeared just after the connection to the pump, the waveform was intermittent and then lost. The autopilot automatically switched the source to the slaved in central lumen. The pump was switched out with no change. The same message appeared on the second pump (serial number unavailable). Attempted a manual calibration. The mean would display, the message would occur and the waveform was lost; pump switched to the slaved source. The status codes are ll (low light), re (ratiometric error), pl (fos is measuring outside of pressure range). The css explained to the rn the status codes and suggested slight rotation or repositioning of the iab if possible. The rn stated that the md felt he could not "trust the catheter" and removed the iab and sheath together as one unit successfully. The second iab was inserted through the sheath via the same femoral insertion site without incident and therapy was able to continue. The rn was outside the room. The css explained there could also be damage to the sensor itself that occurred during the insertion process. The css discussed that autopilot was aware of the issue and appropriately changed the source to the other available option, the slaved central lumen. If the md decided to exchange the iab that is his discretion, however the function of the fos or lack there of does not impede pumping if another source is available. The only non-functional feature of the pump would be wave inflation timing so inflation timing would be predictive. The css asked the rn to keep the iab for return to us and the caller understood. The rn stated being needed in the room and had to go. The rn stated their manager would also follow up with their sales representative. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while switching out the pump, removing, prepping and inserting a new iab with no harm to the pt. The pt outcome is the pt is currently on iab therapy and doing okay.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.